Manufacturer narrative:
Correction (g1) - contact office address: dr. (B)(6) 7815 national service road suite 600 greensboro, nc 27409 (B)(6). Batch record review: the batch record review supports that there were no discrepancies related to the issue reported. This batch was manufactured following the applicable procedures, all machine and testing parameters were in accordance with the applicable procedures and specifications, the testing results were found satisfactory and no nonconformance related to the malfunction code in analysis was noted. The line clearance was executed per dr-sop-0094 ¿procedimiento de despeje de línea y chequeo de seguridad¿, the results were documented, and no issues were identified during the manufacturing process. The materials comply with the correct parameters, pi, ds, mt, tm and the results are satisfactory. Photograph, video and/or physical sample evaluation: there are photographs associated with this case and in these, the reported defect can be seen. No unused return sample was expected. Executive summary of the nc: as results of the preliminary investigation, the batch record reviews were performed, and no discrepancies were found. The defects as reported, could not be replicated. Through interviews to the personnel of the line and the support of the triage team, it was conclude that the failure mode reported may be associated to the mixing process. For this type of issues, the root cause investigation tw#(B)(4) was opened and corrective and preventive actions were taken through the CAPA plan tw#(B)(4). However, the photos received shows that the product was used by the customer and we do not know the conditions that the user was subjected that could affect the time of use of the product. For these reasons, we could not confirm with certainty that the defect reported was caused by an opportunity in our manufacturing process. This type of event will be continuously monitored and reviewed for track and trending. Should additional information become available, a follow up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
It was reported the wafer "split in two" or delaminated where the mass separated from the barrier, which the end user believes has caused a decrease in their wear time of the product. No harm reported. Photos depicting the reported complaint issue were provided by the complainant.